Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values 1 day after the sensor was inserted in the arm. Initially the cgm reading was 56 mg/dl and the bg reading was 54 mg/dl based on this the patient was treated with sugar repeatedly. The cgm remained reading low values and was fluctuating around 56 mg/dl. The patient started at some point to experience frequent urination. After a while, the granddaughter called the paramedics who treated the patient with IV glucose and as the cgm was still not raising, they took a bg reading, high. The paramedics started to treat the patient with insulin and took the patient to the hospital. At the hospital, the patient was monitored, treated with medication and they performed a stomach flushed to minimize the sugar absorption. At the time of the report the patient was conscious and responsive, but still in the hospital. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the a, d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.